Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was that the mainboard wasn't installed properly. The mainboard was re-installed properly to fix the issue.

Event description:
It was reported that the device had a motor error. There was no patient involvement.